Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of feeling tired, fatigue and noticed their heart rate was in the "40s-50s" per their smart watch. On device interrogation it was found that the right ventricular (rv) lead exhibited high thresholds with no capture. High and undefined impedance was also noted. Lead fracture was suspected. The lead was reprogrammed and approximately two weeks later the lead was capped and replaced. No further patient complications have been reported as a result of this event.